Event description:
Medtronic received information regarding an imaging system used intraoperatively during a cervical spine procedure. It was reported that the imaging system door would not open. The site attempted to manually open the door by pressing the yellow button on the right side of the gantry and the door close button without success. There was a clicking noise heard inside the gantry but the doors did not move, indicating that something was misaligned. The procedure was completed with the imaging system around the table at the foot of the bed. They were then able to get the patient off of the bed. A medtronic representative at the site noticed that the inner door close cover was misaligned and stuck and the manual door open did not work. Step 1 (color green was showing) was stuck when they tried to rotate clockwise to be able to insert the pin. There was a surgical delay of less than one hour and no impact on the patient outcome.

Manufacturer narrative:
Troubleshooting was done on the system, outside of the system checkout. A medtronic representative found that the door cable was off track and wrapped unevenly around the spool. The assembly was not repairable and will need to be replaced. (B)(4) are applicable to this troubleshooting. Concomitant medical products: other relevant device(s) are: product ID: bi71000429. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative, went to the site to service the equipment. The broken screws were extracted and a new winch assembly was installed. Mechanical adjustments were made. And a system checkout performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product ID: bi71000429 was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.